Event description:
It was reported that this left ventricular (lv) lead was dislodged. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.